Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs trial system, including a percutaneous lead, on (B)(6) 2010. Prior to the trial implant, the pt was advised to temporarily stop taking his anti-platelet medication. One day post-implant, the pt had a stroke and presented to the emergency room. The trial system was immediately explanted. Follow up with the pt's physician found that the pt has returned home and his health has nearly returned to the functional baseline. The pt is still experiencing some difficulty swallowing. The cause of the stroke was determined to be a result of the pt's temporary discontinuation of his anti-platelet medication. The explanted trial lead was not returned to the manufacturer for analysis.